Event description:
General report received of an unspecified number of undocumented incidents of the endo tool software program did not alarm when a blood glucose reading was due. The endo tool (B)(4) was being used to manage the pts' blood glucose levels. No specific parameters were provided. The customer contact reported the software was reported to be "alarming during the day and not at night." No medical interventions were reported. Although there was potential for serious injury, the customer contact reported there were no adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).